Event description:
It was reported that the two catheters were clogged. The first one was in early november and second one was on 15nov2020. Per customer via phone on (B)(6) 2020 the customer stated that the catheter was in place for about 3 days when the patient started feeling the pain and some pressure. The customer noticed the catheter was clogged and badly drained which caused the pain and pressure. No medical intervention was required however the patient had to keep the catheter irrigated to get it drain.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to biological deposits or lumen collapse or foreign matter in lumen or blocked by clots. It was unknown whether the device had met specifications. The product used for the treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. 1) use luer tip syringe to inflate with stated ml of sterile water. 2) for prefilled products remove clip and squeeze reservoir to inflate with stated ml of sterile water. Should balloon rupture occur care should be taken to assure all balloon fragments have been removed from the patient." The device was not returned

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the two catheters were clogged. The first one was in early november and second one was on (B)(6) 2020. Per customer via phone on (B)(6) 2020, the customer stated that the catheter was in place for about 3 days, when the patient started feeling the pain and some pressure. The customer noticed the catheter was clogged and badly drained which caused the pain and pressure. No medical intervention was required, however, the patient had to keep the catheter irrigated to get it drain.